Event description:
It was reported that in 08/02 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."

Event description:
Update: add'l info provided 9/05 noted that according to the pt, the info provided 9/05 noted that according to the pt, the following is alleged to have occurred: tenderness lower right side pelvic area, adhesions, endometrosis, piece of ovary adhered to abdominal wall, foreign body reaction in cervix, had to have cervix removed (abnormal pap), headaches, constipation, infection, rash, abdominal pain, nausea, chest pains/heart racing, emotional anguish -- painful intercourse, paralytic ileus, sweats/chills, insomnia, fatique -- unwell feeling, and sharp pain between legs/bladder -- vaginal area.